Event description:
The customer alleged the unit leaked cidex from the reservoir. There were no injuries reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the failing skinner valve, tested and performed a cycle. The unit met specifications.